Event description:
The recipient reportedly experienced overly loud sound and pain with device use. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the electrode ground case at the analog chip. It is believed that electrode static discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog chip. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.